Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following two conclusions were considered likely issues: - the connector was damaged while the user was handling the device which led to unstable connection. As a result, the suggested event occurred. - the device was leaked and water invaded the device while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which led to occurrence of the suggested event. The event can be detected/prevented by following the instructions for use which state: - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - troubleshooting guide: as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the image was black and flickering. In addition, evaluation found the light guide tube was leaking, the objective lens and light guide lens were scratched, the switch was not working, the control body was scratched, the light guide tube was buckled, the scope connector was broken, the eto port was loose, the light guide prong/mount was loose, the electrical connector had impact damage, the control knob was stiff, and the distal end plastic cover, bending section cover, bending section cover glue, tape of the bending section cover, and insertion tube were non-olympus parts. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope showed a black screen when connected to the tower. There was no reported patient harm or impact due to this event.